Event description:
According to the report of (B)(6) 2012, the pt came to the clinic saying he was no longer able to hear anything.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.